Manufacturer narrative:
The returned device was evaluated and the received pod had the soft cannula deployed and hard cannula retracted. Inspection of the fluid path and needle mechanism components did not find any damages or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. Inspection of the complete fluid path found no damages, tears or leaks that would result in leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient the pod was leaking and being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, a new pod was applied.